Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted, after deployment it was visualized that the clip had some mobility. The procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. A follow-up transthoracic echocardiogram on (B)(6) 2026 after the procedure was discontinued, showed a single leaflet detachment (slda) occurred and the clip was only attached to the x leaflet and mr returned to grade 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.